Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, consumer) regarding a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that the patient was at second post operative appointment with the nurse practitioner (np) and fluid was noticeable around the pocket and the incision was separating. No fever and no pain per the patient. It was noted the patient did not follow activity restrictions for post op period. The patient was decorating for her fall outside her home the day before, seen by np in office, stated she was lifting bales of hay and flower pots with lots of bending over and twisting and lifting involved. The doctor removed fluid around pump and the patient was scheduled for complete system explant and to be on antibiotics for 4-6 weeks with implant after that timeframe. Actions/interventions included a complete catheter and pump explant on (B)(6) 2023 with the patient being placed on antibiotics. It was further reported the patient was explanted after not following post-op instructions regarding bending, twisting and lifting. It caused separation at incision and pump exposed in addition to lots of fluid build up surrounding pump the pump and catheter were discarded. The issue was not resolved at the time of this report and the patient's status was "alive- no injury". The patient's weight and medical history were asked but unknown.